Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an atrial lead position check failure and that the p wave appears to have been reduced when patient was in atrial fibrillation (af). The ra lead remains in use. No patient complications have been reported as a result of this event.